Manufacturer narrative:
On 11th mar 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. The sensor was returned for further investigation, and upon receipt, a visual inspection indicated that the end cap was separated from the rest of the sensor.the root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. The sensor was tested in-house, but no issues were observed with sensor performance. A review of the in vivo raw data revealed instability in the reference channels.which most likely contributed to the inaccuracies observed by the user.the potential root cause for such failure mode may be related to some transient instability in the reference channel, an issue with the sensor electronics, for example the led behavior at the time, or the in-vivo state of the sensor hydrogel which is not reproduced in the lab. B4. Date of this report 08 june 2025. D9 device available for evaluation? Yes, on 05 may 2025. G3. Date received by the manufacturer? 08 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) values. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior. There was no patient harm associated with the incident.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.